Event description:
It was reported that the device has a cassette not attached error. Issue was found during testing. No patient harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Manufacturer narrative:
D9 - date returned to mfg:12/20/2024. One device was returned for analysis. Review of the event history log (ehl) showed cassette not attached alarms. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a latch/lock flex sensor. As a result, the latch/lock flex sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.